Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a scratched lens. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing on the pump, was unable to verified. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information received indicating that a smiths medical cadd legacy one pump failed accuracy -8.55%. The reported event occurred during testing. There was no patient involvement in the reported event.